Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple occurrences of controller fault alarms. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. The most likely root cause of the failure is a leaky diode on the automatic power switch circuit of the controller, which likely contributed to the event. The manufacturer has opened an internal investigation to evaluate these types of issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately three months post hvad implantation this patient reported controller fault alarms that "won't go away". The patient contacted the on-call vad coordinator who instructed him to exchange the controller. There was no reported patient injury as a result of this event.